Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
A territory manager reported an end user experienced an issue with a venacure 1470 laser. The physician reported the patient experienced a pulmonary embolism. The standard protocol he uses for an evlt procedure has been to start the laser 3cm distal to the junction with the deep system. He set the unit typically between eight and 10 joules with 10s/cm for the first 10cm and then 5s/cm thereafter.